Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the following verbatim: on (B)(6) 2023, in the paediatric intensive care unit, following an alarm on the electric syringe pump indicating occlusion, the line was found to be occluded and leaking from the valve, which appeared to have crystallised inside. Nicardipine and bionolyte were running down the line. No clinical consequences were observed. An identical reference device from an unknown batch was used as a replacement.

Event description:
No additional information.

Manufacturer narrative:
Additional information: customer phone and fax numbers. Investigation results: one mz1000 sample was received without packaging for investigation. The sample had some residual substance in the maxzero housing which dried. The customer did not provide any information for the lot of the sample; however, they did report that ¿the line was found to be occluded and leaking from the valve, which appeared to have crystallised inside¿. Further information provided by the customer states that the occlusion was on the female side of maxzero needleless connector. The customer also reported that during this incidence, white crystals were visible, and "patient-side occlusion, pressure limit reached" message was displayed on the pump when the reported fault was identified. The returned sample was subjected to pressure testing; no leakage was observed from the infusion set throughout testing. Furthermore, the sample was subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe and no occlusion of flow was observed, and the set operated as intended. It was however noted that the white residues could not be cleared from the maxzero housing. The details of this feedback were forwarded to the manufacturing site for investigation. Although no lot number was provided, the laser ID from the returned component, confirmed a possible lot number to be either 22115508, 22115513 or 22115515. A review of the production records for the listed lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 products in the past 12 months.